Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called to report a lost pump. The customer reported a blood glucose value of 200 mg/dl. The customer experienced hyperglycemia, elevated ketones, treated with hospitalization, emergency room visit, and IV insulin drip. The customer had hyperglycemia treated with an insulin pump. The symptoms the customer reported at the time of hospitalization were headaches. The event involved product(s) mmt-7040a, mmt-1884, unomedical, and mmt-332a. Troubleshooting was performed for the general documentation. Troubleshooting was partially performed for the high blood glucose, and later on declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for unomedical. No product return is required for mmt-332a.

Event description:
Updated summary: it was reported to medtronic minimed that the customer called to report a lost pump. The customer reported a blood glucose value of 200 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and was treated with intravenous insulin infusion. The customer also experienced symptoms of headaches and seizure at the time of hospitalization. The event involved product(s) mmt-7040a, mmt-1884, unomedical, and mmt-332a. Troubleshooting was performed for the general documentation. Troubleshooting was partially performed for the high blood glucose, and later on declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.